Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: 04/jan/2019. Expiration date: 20/dec/2022. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: 05/jan/2022. Expiration date: 30/dec/2025. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a saline mentor smooth round high profile 270cc breast implant and experienced inflammation and deflation (side unknown) post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both devices were reported; however, it is unknown which side is the impacted product. Implant information: left catalog number 3503270 (B)(4), right catalog number 3503270 (B)(4).